Event description:
Pt was provided with an "trainor" gill ankle stirrup splint on 2/13/95 after her short leg cast was removed s/p fracture. Pt ambulated with pt and wore splint without problems until session on 2/21/95. Pt checked skin integrity as part of normal rx. Pt found that the gel pads around both malleoli on right ankle had solidified and cracked, causing increased pressure over these boney prominences. Skin breakdown was noted over medical malleolus and redness from increased pressure noted over lateral malleolus. Pt removed splint, reported incident to don, adon, administrator, and orthopedist. Pt returned splint to orthopedist to show as evidence to the sales rep.